Event description:
Pt unresponsive with decreased blood pressure, aphea. CPR initiated, 911 called. Maintained decreased blood pressure and pulse. Required assisted breathing via ambu and CPR. Transferred to hosp via 911.